Event description:
Event description guidant received information that the ventricular (m 4260) and the atrial (m4269) leads were surgically abandoned due to having noise on both in a pacemaker dependent procedure.